Event description:
According to hosp, pacer was marking r waves but would not achieve capture.

Manufacturer narrative:
Results of investigation: mfgr's rep first found out about incident when he was at a trade show in everett. Nurse mentioned that they'd had a problem pacing a pt that morining at hosp. She indicated that she wasn't sure how to use pacing function. He arranged to visit hosp with a demo unit later on that afternoon. Nurse mgr also indicated unfamiliarity with pacing function of defib. Mfgr's rep provided training on use of pacer module. When they visited room of pt, she was sleeping [ie, survived]. Mfgr's rep had defib checked out before it was returned to svc in hosp. Co conclude that defib did not malfunction and that this event was caused by inadequate user training.